Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch ultra meter had a date/time issue. The medical affairs specialist called and left a message for the pt to call back one day later. A letter will be sent. At the time of troubleshooting, it was discovered that there were also missing segments on the meter display. The pt had reported that the meter had "stopped working" since a week. It is unclear if he had noticed the missing segments prior to the meter having the date/time issue. He was experiencing dizziness, thirst, and his "side was hurting". He visted his doctor "because of the meter" and blood glucose level was "over 400" on the doctor's meter. He also reported that he did not know how much insulin to take since the meter was not working. His medication regimen was not provided. His doctor increased his insulin. The lay user/pt was not able to test on the meter at the time of concern and experienced hyperglycemia, which correlated with the doctor's meter result and the treatment given. Therefore, this complaint is reported as an adverse event. A replacement meter and test strips were sent to the lay user/pt.